Event description:
It was reported that the gynecologic laparoscope had an image issue, as the photo showed stripes. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken and bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to r-unit (charged coupled device) was broken therefore stripes in image occurred fiber. Also, for bonding in the outer tube area (distal end) was damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.